Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inadequate stimulation. Impedance check revealed the patient had high impedance on several contacts. Patient was unable to increase amplitude. Field representative was unable to get stimulation strong enough to help patient. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post procedure.